Event description:
The customer reported the coulter lh 780 hematology analyzer generated high erroneous flagged platelet (plt) and red blood cell (rbc) for one patient sample. Data submitted for review indicated that the initial sample recovered higher results for rbc, hematocrit (hct), plt parameters and lower for mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results, along with instrument generated flags, compared to rerun results, which the customer reported out as correct. Erroneous patient results were not reported out of the lab and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/16/2015. The fse found that the red blood cell (rbc) diluent dispenser was not working properly. The fse replaced the rbc diluent dispenser, which resolved the reported issue. The repairs were verified per established procedures. (B)(4).